Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a basal cell removal on the left arm and suture was used. The incision became painful and red. There was no apparent infection or drainage. The patient was put on antibiotics and the suture was removed.